Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that the patient was to have magnetic resonance imaging (MRI); they were asked if the reason for the MRI was due to issues with the pump and they stated "I'm not sure." The patient stated they have had a pain on their side for the past 5 months so their managing healthcare provider was wanting them to have an MRI. They also had testing done yesterday to determine if they had kidney stones. Additional information received from a health care provider (hcp) indicated that the cause of the patient's side pain was determined and there was no device or therapy issue. Diagnostics/troubleshooting performed included the pump going into MRI stall mode, then turned back on after the MRI. The pump mode was re-interrogated in the clinic and was functioning properly. Actions/interventions taken included antibiotics being prescribed by the primary care provider (pcp). The hcp stated that the patient's symptoms had resolved.